Event description:
A malfunction on the pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller in resetting the pump, and the malfunction did not recur after the reset. The customer was advised to continue using the pump and to contact support again if any malfunction codes appear.